Manufacturer narrative:
One cadd solis vip pump was received for the evaluation of a reported over infusion. The pump was received with undamaged labels. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. To further investigate, a functional test, visual test, and event history log review test were performed. The customer's reported issue could not be confirmed. The delivery accuracy tests were performed and the pump was found to be delivering properly and within specification (31,32 ml/h). The pump passed all tests and was found to be operating properly. No further actions were taken.

Event description:
Information was received indicating that a smiths medical pump over infused. Infusion is finishing earlier then expected. There were no reported adverse events.